Event description:
Drive devilbiss healthcare received a report regarding an incident involving a shower chair with folding back from an end user, who stated that the chair "fell apart while she was in the shower" because it "split down the side." The end user reported hurting her back and hitting her head. An ambulance arrived on scene and checked the end user, but she did not go to the hospital. Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it. Drive will update this filing if additional information becomes available.